Manufacturer narrative:
Date of event: unknown. Investigation summary: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for cannula missing and needle hub separates on lot # 8211747. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future, the complaint will be reopened for further investigation. A review of the device history record was completed for batch #8211747. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there were needle hub separated with a relion® insulin syringe. The following information was provided by the initial reporter: relion consumer reported 1 syringe, needle hub separated. Only 1 syringe had the needle hub stuck inside shield. Lot: 8211747, item: 31g, 8mm, 3/10ml. Discarded samples. Occurrence date unknown.